Manufacturer narrative:
The reported event, blood in the housing, was duplicated. The technician confirmed through simulated testing that the rubber seal was cracked and worn, allowing fluid to get into the housing. Based on a review of risk documents, the o-ring (rubber seal) can be damaged and thus fall out of the housing due to damage from fatigue or exposure to cleaning solvents. Device is placed in parts retention.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the end of the surgery, when opening the box to remove the battery, presence of fresh blood was noticed in the housing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the end of the surgery, when opening the box to remove the battery, presence of fresh blood was noticed in the housing. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.